Event description:
It was reported that the surgeon broached the right femur to a size 6 and the broach was tight. The size 6 stem was then loose. Stem was not used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ rasp the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.